Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that intra-op, after loosening the inserter shaft from the cage the pin of the inserter was broken. The broken pin remained in the cage. No patient symptoms or complications as a result of this event.

Manufacturer narrative:
Additional information: product analysis: visually confirmed the distal tip of the threaded shaft is broken. Microscopic examination appears to show a quasi-ductile fracture, with the fracture plane following the helical thread root, and no deformation to the thread prior to the fracture origin, consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.